Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v260805, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
The consumer reported she wanted to know how long the batteries in her body needed to be replaced. She was wondering because she had the 1st implant in 2009 and the second implant in 2011. There were no allegations against the 1st implant. She had a return of symptoms. It was also noted that she fell a lot. She had to wear a thing around her neck so that if she fell, she had to push the button. The patient did not recall the dates of her fall. The patient had a return of symptoms of leaking, urgency and she could not hold the urine in. Additional information from the patient noted she saw the doctor and he recommended a different program. She saw him again in (B)(6) 2015 and there was no recommended. The doctor noted she had to see the manufacturers¿ representative. She made an appointment with him for (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.